Event description:
IV was in the left forearm and found to be patent and running when patient (pt) arrived in pacu [post anesthesia recovery unit]. After a set of vitals ran, the bp [blood pressure] cuff wouldn't cycle and upon further investigation, the IV line was found broken apart. It was a clean line above the second or 3rd port from the patient catheter site. Blood had flowed up from pt hand IV site and was dripping out of the IV, while the IV bag was running into the pt bed and lr [lactated ringers] was getting the blanket and side of gown wet. Both sides of the IV were immediately clamped, the line and bag were replaced, flushed, and pt catheter IV site was flushed and connected with no complications. Gown was replaced, spill cleaned up, and pt was warmed and dried. No harm occurred to the patient; no air was entered into pt line.